Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: component code was added: 4755. H6: health effect implact code was added: 4624 and 4627. H6: health effect clinical code was added: 1994, 1932 and 2377. H6: type of investigation code was added: 4109. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site # 7 failed due to peri-implantitis at the implant site. Very poor hygiene was indicated with pain and bone loss. Implant was removed, no graft placed, site was grafted with original placement with bio-oss. Symptoms as a result of the event: pain, bone loss, infection, inflammation.